Event description:
Consumer states that the wires are ripped out of the attendant control on his chair. Consumer states when the wire was pulled out he had to wait in his van for someone to come get him.